Event description:
The pt reportedly experienced no lock with the implanted device and external equipment. Programming adjustments were made and external equipment was exchanged however this did not resolve the issue. Revision surgery is under consideration.